Event description:
Caller states, the patient tested 2.2 inr on coaguchek xs system and 1.7 inr on coaguchek s system during duplicate testing. Coumadin was given based on coaguchek s result and no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch for suspect device in coaguchek xs system.